Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple inappropriate shocks due to oversensing, under primary vector configuration. The shocks were not isolated to a single episode. The episodes data was sent to technical services (ts) for evaluation. Ts determined that the oversensing occurred due to a complex and variable morphology, that is complicated to be properly sensed. No indications of mechanical impairments or any issues were noticed with the s-ICD system sensing. Ts recommended potential reprogramming options. However, the morphology behavior seen is difficult to predict. The vector configuration was reprogrammed to secondary. This s-ICD remains in service and no additional adverse patient effects were reported.